Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) due to lost of weight and was not able to get enough pain relief. The patient underwent an ipg replacement procedure and the explanted device will not be return.